Event description:
It was reported that the procedure was cancelled. An angiojet solent dista was used in a thrombectomy procedure. During preparation, it was noted that the device showed an error message and the catheter would not flush. As a result, the procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device returned to boston scientific for analysis. The product return contained an angiojet solent omni. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device shaft showed one mild kink 47.5 cm from the tip on the catheter and a severe kink at the strain relief. A functional test was performed. The pump was placed into the ultra drive console but the device gave an over pressure error. The devices pressure was not within normal range. The pressure was over 14.000 kpsi. The hypotube was dissected at the strain relief, and confirmed the presence of a kink in the hypotube which was likely severe enough to cause an overpressure error. No leaks were noticed during functional testing. Inspection of the device aside from the observed damage revealed no additional damage to the device.

Event description:
It was reported that the procedure was cancelled. An angiojet solent dista was used in a thrombectomy procedure. During preparation, it was noted that the device showed an error message and the catheter would not flush. As a result, the procedure was cancelled. There were no patient complications reported.